Manufacturer narrative:
A field service engineer (fse) replaced the shock that holds the cover open with the new style.

Event description:
A customer reported to beckman coulter inc. (Bci) that the pk7300 analyzer cover was knocked by customer while doing maintenance. The cover fell and hit the operator in the head. The operator did not require first aid or treatment.